Manufacturer narrative:
(B)(4).

Manufacturer narrative:
One twinfix implant was received and evaluated by quality engineering. Visual inspection noted that only the hex portion and the first two proximal threads of the implant were returned. The anchor appears to have failed in torsion. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and no abnormalities were reported with this product during manufacture. Based on the evidence provided and the isolated nature of this occurrence, no root cause related to the manufacture of the device can be established. (B)(4).

Event description:
During a left endoscopic gastroc recession/left brostrom gould, the surgeon used a twinfix ab 5.0 threaded dilator to tunnel the hole. Once approximately 2/3 of the thread of the dilator was inside the patient's bone, the handle of the dilator broke. The surgeon used the hospitals t-handle chuck and key to attach onto the dilator and was then able to complete the insertion until the laser line and then unscrew the dilator. After that, the surgeon then inserted the twinfix 5.0ab suture anchor. Upon inserting the screw, it went in smoothly into the tunnel, however, near the end of the screw thread, the implant broke and the implant was left inside the patient. The surgeon completed the surgery by using a suturing method without any suture anchor.